Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump multiple pump error alarms. Customer was not able to clear the alarms and time clock was not visible on screen. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring=black the insulin pump was returned for insulin pump error 63 and insulin pump error 18 alarms found on (B)(6) 2022. Insulin pump¿s history and trace files downloaded successfully using thump software. Device passed the displacement test and self test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, insulin pump error 63 (variable=21)(line number 5590 file number 632) was confirmed in the formatted history file on (B)(6) 2022 at 20:08:56.000. Insulin pump error 18 was confirmed in the insulin pump history/trace files on (B)(6) 2022 at 20:12:07.000. Insulin ¿pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electrical board.¿ test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Insulin pump error 18 and insulin pump error 63(variable=21)(line number 5590 file number 632) alarms was confirmed in the formatted history file due to moisture damage on the electrical board.